Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called experiencing the "check IV set" alarm on their 8100. Customer informed me they had already replaced both pressures sensors, and the air in line assembly with no change. I then informed the customer the next step is to swap the platen assembly with a known good one. If alarm does not clear, inspect the logic board for corrosion, or swap with a known good 8100. If fault persists, recommended customer reinstall old removed parts and send in for repair. Customer will act on my recommendations, and send in for repair if fault does not clear.